Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patient sustained femoral fracture while in pt status post tka. Brought to or a triathlon ts was utilized without incident.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because the device was not returned for evaluation. -medical records received and evaluation: not performed because no records were received for review. -device history review: could not be performed as the provided lot code is not associated with the reported catalog number. -complaint history review: could not be performed as the provided lot code is not associated with the reported catalog number. Conclusions: no further investigation for this event is possible at this time as no devices were available for investigation and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient sustained femoral fracture while in pt status post tka. Brought to or a triathlon ts was utilized without incident.

Event description:
It was reported that the patient sustained femoral fracture while in pt status post tka. Brought to or a triathlon ts was utilized without incident.

Manufacturer narrative:
The patient is (B)(6). An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. No further investigation for this event is possible at this time as no devices were available for investigation and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.